Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (380 mcg/ml, 76 mcg/day), bupivacaine (38,000 mg/ml, 7,600 mg/day) and dilaudid (3,800 mg/ml, 760 mg/day) via an implantable pump for failed back surgery syndrome and spinal pain. It was reported a motor stall was seen at initial interrogation. The patient's pump was refilled today ((B)(6) 2019) and they confirmed a motor stall occurred, but the patient did not have an magnetic resonance imaging (MRI). The hcp stated the "everything else was appropriate with the pump refill." The pump was previously filled on (B)(6) 2019. The hcp had not accessed or reviewed the event logs and the patient had left the clinic at the time of the call so the date of the motor stall could not be confirmed. The hcp stated they were planning on replacing the patient's pump next month due to normal battery depletion. No medical symptoms were reported.